Event description:
It was reported that the customer passed away due to diabetic coma. It was stated that the customer has disappeared the whole weekend with friends, and her mother was called by the paramedics and the police while they were attempting to revive her. The customer was not wearing the insulin pump at time of death. No further information was provided.

Manufacturer narrative:
The insulin pump was returned with depleted battery "energizer alkaline" installed. The device passed the functional testing including rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test.